Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver transplant. According to the reporter: the sulu did not open when firing on the hepatic vein. The surgeon tore the vein and finished with manual suture. Some tissue was lost when the vein was torn. One hour delay in surgery time was reported.